Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The surgeon rotated the scope's image from the surgeon side console (ssc) to resolve. The site to reboot system to reset orientation. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that there was an image orientation issue where the image appeared inverted on the zero-degree and thirty-degree endoscopes. Tse was contacted, but logs could not be viewed at the time. Customer attempted to rotate the endoscope manually but the image continued to invert. It was communicated that resetting the guided tool change was necessary when manually reorienting the endoscope. The procedure was completed as planned with no reported injury. Intuitive followed up and confirmed that issue was resolved in the field.

Manufacturer narrative:
The probable root cause is attributed to mishandling during the guided tool change. Specifically, the proper procedure was to clear the guided tool before re-docking the endoscope. The issue was resolved by clearing the guided tool change, reseating the endoscope and power cycling the system.